Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer's blood glucose level was 170 mg/dl. Troubleshooting was not completed for the partial display anomaly. The insulin pump was returned for the analysis.

Manufacturer narrative:
Pump received missing segments/partial display due to cracked and bleeding lcd. Unable to perform the displacement and self test due to cracked bleeding lcd noted.